Event description:
It was reported that the device fractured. No more information is available.

Manufacturer narrative:
(B)(4). Adverse event problem: proposed component (annex g) code is mechanical (g04) - provisional bottom. Complaint sample was evaluated. Visual evaluation of the returned device shows signs of repeated use and the anterior of the post feature has fractured. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A previous investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.